Manufacturer narrative:
Additional information received reported the patient had a syncopal episode, became unresponsive and resuscitation efforts were initiated and that during CPR the device provided therapy. The patient was transported to the hospital with a non-perfusing rhythm and was intubated for profound respiratory acidosis. The patient had increased ventricular arrhythmia and hypotension that was resistant to fluid boluses. Ventricular ectopy and ventricular tachycardia/ventricular fibrillation progressed to a non-perfusing rhythm and a code was called. The patient was found to have massive pulmonary edema and hemorrhage. Resuscitation efforts were stopped at the request of the family and the patient died.

Event description:
It was reported the patient had suffered a sudden cardiac arrest and was in a coma. A request was received to review a device transmission. Technical review of the transmission noted oversensing and undersensing on the right ventricular lead and that a lead integrity alert was triggered on fast ventricular arrhythmia extending detection and treatment time. It further noted that atrial tachycardia and atrial fibrillation were detected. Additional information obtained indicated the patient is deceased and died the following day. Additional information related to the circumstances and cause of death have been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction is normally submitted via a bimonthly medwatch report submission that would have been due on 2013-10-10. Information was subsequently received on (B)(4) 2013 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Concomitant products: d224drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; 6996sq58 implantable tachy lead, implanted: (B)(6) 2009; 4968-35 implantable pacing lead, implanted: (B)(6) 2005; 4968-35 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).